Event description:
It was reported that the patient was not receiving good benefit from the patient's first deep brain stimulation system implanted for parkinson's disease. Intra operative testing demonstrated a good response. On two different office visits, the implantable neurostimulator had been shut off. The first time the physician just noted it. The patient leaves the device on 24/7 and does not shut it off. The second time it was observed by the physician to shut off, and when the physician went in to retrieve usage information, there was a message stating "no data found." The observed event occurred in (B)(6) 2012. An impedance check found the impedances were fine. Reprogramming had been done many times to achieve better benefit but there was little success. The leads were well placed. The patient was not receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in the process of being booked for an implantable neurostimulator (ins) replacement. An MRI was requested to be performed the same day as the replacement procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v553423, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v553423, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received clarified that the patient was not having her device replaced. The patient had not complained to or been seen by the manufacturer's representative recently.